Manufacturer narrative:
Root cause: the root cause for the reported issue that device had free flow was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "IV started on the left forearm with good blood return, no redness, no pain noted. Tyenne given for 1 hour 13 minutes. There is total of 100ml in the bag, and IV pump scheduled total volume of 115ml. When assessing patient's IV line, noticed the line has no fluid left but is all air and air has gone into patient directly via IV pump. Patient showing no signs of distress, patient showing good blood return. Patient tolerated well with no side effects. Patient removed prior to discharge home. No redness and no pain at the IV site per patient". There was patient involvement but no harm.